Event description:
The instrument jaws clamped onto tissue and could not be released. Tissue had to be cauterized to release instrument. This situation has occurred before per reporting individual. Instrument sequestered and new one obtained to complete the case.